Event description:
It was reported that during an unk procedure, error code 5: instrument. The blade had broken in two pieces after one hour of use. The case was completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.